Manufacturer narrative:
The investigation for the high purge pressure has been completed. The returned pump had biomaterial by the impeller. The data logs confirm high purge pressure alarms and show a gradual rise in purge pressure and decrease in purge flow before alarms were triggered. There was high purge pressure which resolved and reoccurred until pump was explanted. The returned pump was run in the lab and high purge pressure resolved after biomaterial was ejected from the pump. The root cause of the high purge pressure was determined to be biomaterial. Added- h6 impact code 4627.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the impella 5.5 purge flow rate felt below 2 ml and purge system blocked alarm occurred. The purge cassette was replaced but issue continued. The impella was removed. The patient survived the event.